Event description:
Procedure type: laparotomy. According to the reporter: the suture had been applied to close the midline incision. The original procedure was performed in 2007. On 08/22/2007, the wound dehisced because the suture broke. The patient was then hospitalized, treated with antibiotics, and closed again with permanent suturing. Reportedly, the surgeon that re-stitched the patient in the hospital said that he does not believe the dehiscence was caused by suture failure. The patient has recovered fully from surgery.